Event description:
It was reported that, on an unknown date in january, a tego¿ connector was found to have damaged silicone. The reporter stated "damage to silicone on tego rim x2." The event occurred during use on a patient. Someone became aware of the issue when observed by clinical staff as part of the dialysis procedure. There was no medication being used with this product. The product was not reprocessed or re-sterilized prior to use. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Additional information: d9 - date returned to mfg 6mar2025. Investigation summary received two (2) used d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. The reported complaint of the tego damaged can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record lot# review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.